Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog® and novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal and bolus delivery. Customer&#38112;blood glucose (bg) levels were >250 mg/dl, and were addressed by changing out the site and administering boluses. Reportedly, customer had been using apidra at the time, but has since changed to humalog. Customer has not had any occlusions since switching to humalog.